Event description:
General report received of an undocumented number of incidents of device breakages of the distal tip of the option-lok male adapter. It was reported that the option-lok male adapter of the plumsets were being connected to the female adapter of unspecified blue pressure cap located at the end of the lines connecting tot he extension sets of the ivs for the delivery of unspecified medications. At this time, it was reported that the distal tip of the option-lok male adapters broke off and a piece remained lodged inside the blue pressure caps. No specific details were provided. No information was provided if the reported event occurred prior to or during patient use; however, there were no reported adverse patient effects and no reported delay of therapies critical to any patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.